Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. The device successfully completed 533 pulses and therefore is found to function as intended. Investigation of the returned device found a tear in the exposed portion of the soft cannula. The observed soft cannula damage is currently under the referenced CAPA investigation.

Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported needle mechanism failure. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose levels rose up to 400 mg/dl (22.2 mmol/l) while wearing the pod between 5 to 24 hours. When the pod was removed from the infusion site on their hip/buttocks, the cannula had retracted, indicating a needle mechanism failure. As treatment, a new pod was placed.